Event description:
A non-healthcare professional reported with a description of doctor saw a scratch in the lens when he looked at it under the microscope. It was not implanted. The procedure was completed with another lens.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned in two segments in an opened non-company blister tray. Solution is dried on the iol. Both haptics are intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. A used company cartridge was returned. Viscoelastic was observed in the cartridge. Heavy tip stress was observed. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The heavy stress may indicate the lens/plunger were not in an acceptable position for advancement. The root cause for the reported complaint appears to be related to a failure to follow the instructions for use (IFU). The heavy stress may indicate the lens/plunger were not in acceptable positions. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).